Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover accessory and/or mcs instrument are returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci si hysterectomy procedure, a spark was observed coming from a hole in the mcs tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The planned surgical procedure was completed with a replacement mcs instrument tip cover accessory. No patient harm, adverse outcome or injury was reported.